Event description:
The customer reported that the insulin pump has some cracks by the battery window and the drive support cap was flush. The blood glucose reading was 223mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.